Event description:
The hospital reported that during a breast surgery procedure, while the surgical cupola was being manipulated by a nurse, a metal part fell from the light, then the cupola detached from the spring arm. The nurse was able to keep the cupola from falling but reported a backache after the event. No pt injuries were reported. The surgical team transferred the pt to another operating room, and the surgery was completed. (B)(4). Ref MFR#: 9710055-2013-00029.